Manufacturer narrative:
The pump was previously returned and investigated on 06/02/2015 and was disassembled for the investigation. The investigation that follows was from the investigation completed on 06/02/2015: the pump daily delivery totals were found to correctly reflect the user programmed basal rates. The pump passed delivery accuracy tests and was found to be delivering within required specifications. Further testing of the current complaint was unable to be completed due to the pump being disassembled during prior investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 1.6 or 1.9 mmol/l with cognitive impairment, which was treated in the emergency room with glucagon and food (patient was unsure of which blood glucose was associated with the event). The product was not available for review with the patient as the product has previously been returned and investigated. This report is made based on the allegation that the patient experienced hypoglycemia requiring intervention for a medical professional related to use of the pump.